Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was over 500mg/dl. It was stated that the customer had shortness of breath and the paramedics were called. Troubleshooting was performed. Programming, daily totals, bolus, and alarm history were correct. Ran a fixed prime and passed. However, the pressure test failed. No further information was provided.